Event description:
The facility representative reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional information is available.